Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Sae description: on the (B)(6) 2024, the patient experienced an "aortic expansion". The site described the sac diameter increase >/= 5 mm) 40mm -> 45mm. No other information is given. We will query the site for the images. The ae is believed not to be serious, undetermined if related to device, related to the procedure, not related to pre-existing procedure. This event was unanticipated. The ae has not yet been resolved and no action was taken to treat this ae. No action was taken and the outcome of the patient is currently ongoing. Procedure details: percutaneous access was gained via right common femoral and left common femoral. There was no artery coverage. Stent graft required at aortic arch, this was planned (manufacturer: amplatzer vascular plug, catalogue number: 7891508). No endoleak was present at the end of the procedure." Patient outcome: "ongoing"